Event description:
It was reported the device became stuck on the guidewire. It was reported that it had been impossible to slide the guidewire on which the balloon was mounted without any problem at the beginning. The guidewire was blocked and the 10 x 40 x 75cm mustang balloon catheter could not be withdrawn. They were able to withdraw the wire and then the balloon. All components were completely removed from the patient. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
A visual examination identified that the balloon wings were tightly wrapped and had not been subjected to positive pressure. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. As per mustang product specification, a 0.035 inch guidewire is required for this device. As part of the functional testing completed, this device was passed through a 0.035 inch guidewire with no issue. A visual and tactile examination of the shaft found pressure damage ridge of white developed along the shaft starting at 30 mm distally from the strain relief and extending distally to 155 mm along the shaft. This damage is consistent with excess force being applied to the inside of the shaft when sliding the guidewire through. A visual and tactile examination identified damage to the tip. This type of damage is consistent with excess force being applied to the device.

Event description:
It was reported the device became stuck on the guidewire. It was reported that it had been impossible to slide the guidewire on which the balloon was mounted without any problem at the beginning. The guidewire was blocked and the 10 x 40 x 75cm mustang balloon catheter and could not be withdrawn.